Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-dec-2024. Investigation summary: bd received three photos and 39 customer samples (21 from lot 4095775 and 18 from lot 4176076) for investigation. For lot 4068803, one customer photo shows a device with the safety shield detached but does not show any evidence of hub/collar separation. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism, and the samples passed testing as the safety mechanism was able to be activated properly with no signs of damage or separation. For lot 4176076, one customer photo shows the hub separated from the collar of the device. A total of 18 customer samples were inspected for hub/collar separation and defective locking mechanism, and the samples passed testing as the safety mechanism was able to be activated properly with no signs of damage or separation. Furthermore, these 18 customer samples underwent visual inspection for all cannula defects including needle point integrity, and all samples passed testing with no evidence of cannula defects or poor needle point integrity. Ten of these customer samples were subjected to functional tests for lube coverage, and all the samples passed testing exhibiting sufficient lube coverage on the IV cannula. Additionally, one case carton of retained samples was subjected to visual inspection for mixed lot numbers in the case carton, and the testing passed as all of the samples in the case carton were the correct lot number. For lot 4095775, 21 customer samples were received and inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety mechanism was able to be activated properly with no signs of damage or separation. Additionally, 10 of the customer samples underwent functional tests, and all the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4068803, for the indicated failure mode: defective locking mechanism. This complaint has been confirmed for the lot 4176076, for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the lot 4068803, for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the lot 4095775, for the indicated failure modes: defective locking mechanism, hub/collar separation and sleeve function. This complaint has not been confirmed for the lot 4176076, for the indicated failure modes: defective locking mechanism, mixed product and needle point integrity. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Multiple issues were reported both prior to and during the use of bd vacutainer® eclipse¿ blood collection needles with pre-attached holder. The safety shield detached from the device both prior to and during use. This occurred with thirty (30) devices. The hub collar separated from the device both prior to and during use. This occurred with an unspecified number of devices. The sleeve covering the non-patient cannula detached from the device causing blood to leak. This occurred with an unspecified number of devices. There was a device from a different lot number as well as a different unknown device found in a shelf carton. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Additional lot numbers reported: d4. Medical device lot#: 4068803. D4. Medical device expiration date: 28-feb-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 08-mar-2024. D4. Medical device lot#: 4095775. D4. Medical device expiration date: 31-mar-2027. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 04-apr-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Multiple issues were reported both prior to and during the use of bd vacutainer® eclipse¿ blood collection needles with pre-attached holder. The safety shield detached from the device both prior to and during use. This occurred with thirty (30) devices. The hub collar separated from the device both prior to and during use. This occurred with an unspecified number of devices. The sleeve covering the non-patient cannula detached from the device causing blood to leak. This occurred with an unspecified number of devices. There was a device from a different lot number as well as a different unknown device found in a shelf carton. There was no report of adverse impact to patients or users.